Event description:
Caller stated that she was using the product when she noticed a burning smell and then the switch sparked.

Manufacturer narrative:
Our inspection found a crack in the switch but didn't find anything that would indicate why or how this could happen. Was tested for 20 mins and the two investigators were not able to reenact the "shock" event.